Event description:
It was reported a patient's atrial lead presented with noise. The lead was capped and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: b1, b2, h1.